Event description:
Patient implanted with pdc experienced pain and returned to operating room for removal of hardware. The implant migrated anteriorly about 50%. Surgeon removed all hardware, patient was revised with allograft, plate and cervical fusion.

Manufacturer narrative:
Device received at hospital for special surgery and is in the evaluation process, no conclusion has been drawn.